Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that device interrogation revealed multiple episodes of non-sustained lead noise detected as vf. The noise was reproduced with arm movement. The lead was explanted and replaced. The physician suspected lead damage due to the suture being adjacent to the suture sleeve. Patient condition was good after the event.